Event description:
The reporter stated the surgeon implanted a 13.2 mm vicm13.2 implantable collamer lens in the pt's left eye on (B)(6) 2011. The lens was explanted on (B)(6) 2011, due to refractive surprise. The pt experienced elevated iop, glare and halos. The lens was exchanged for a same length but different diopter size lens.

Manufacturer narrative:
(B)(4).